Manufacturer narrative:
Date of initial report: 12/16/2008. The incident device has been received, and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The report stated that after application of the device during a thyroidectomy, the blue insulation melted onto patient tissue. The surgeon cut out the tissue. Another device was used to complete the procedure. There was no patient injury.